Manufacturer narrative:
It was reported that the patient suffered from a pericardial effusion post procedure. A pericardiocentesis performed. About 210 mls were drained and the drainage tube was left overnight and overnight they drained another 500 mls. The physician thinks that overnight the patient may have coughed which caused the additional drainage. There was no effusion prior to the ablation procedure starting. The physician stated that the patient was stable throughout the ablation and pericardiocentesis procedures. The patient is stable at this time. The patient stayed a normal amount of time per hospital protocol (did not require extended hospitalization), the patient was kept overnight for observation. The patient has fully recovered. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. During evaluation, the lot number was verified to be 31259950l. As such, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. It was reported that the patient suffered from a pericardial effusion post procedure. A pericardiocentesis performed. About 210 mls were drained and the drainage tube was left overnight and overnight they drained another 500 mls. The physician thinks that overnight the patient may have coughed which caused the additional drainage. There was no effusion prior to the ablation procedure starting. The physician stated that the patient was stable throughout the ablation and pericardiocentesis procedures. The patient is stable at this time. The patient stayed a normal amount of time per hospital protocol (did not require extended hospitalization), the patient was kept overnight for observation. The physician thinks the cause of the adverse event could be from "lots of ablation lesions in one area". The patient has fully recovered. Transseptal puncture was performed with a baylis steerable system. No evidence of steam pop.